Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to pain. One (1) 2.7 mm variable angle locking screw 40mm was found broken during the revision surgery. This was not known prior to the surgery. All hardware was completely removed except the 2.7 mm variable angle locking screw 4mm. The head of the screw was removed but the shaft of it remained in the patient. The original implantation date was unknown. There was a surgical delay of one (1) minute. The procedure was successfully completed. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 40mm this is report 1 of 10 for (B)(4). This complaint involves total 23 devices. (B)(4) reports 10 devices, additional devices are reported under related complaint (B)(4).